Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the physician did not pull the plunger of the first prostyle device taut; therefore, the suture was cut on the white portion [link] which made harvesting the suture a bit more of a challenge; however, the suture was successfully pre-placed. The second prostyle device was stuck during removal from the anatomy. The device was removed against resistance. The foot remained intact. There was a very small piece of tissue lodged under the foot which made the foot not close completely. No treatment was required for the vessel damage. The sheath was upsized to greater than 10f and the tavr procedure was completed. Post procedure, after tightening the successfully pre-placed knots of the first and second prostyle devices, good closure was not obtained. Upon advancing a third prostyle device into the anatomy, the device appeared oddly shaped because of the amount of pressure being held on the groin, so the physician decided to remove the device. The prostyle device was removed easily without being deployed. A fourth prostyle device was advanced over the wire successfully, pressure was eased on and it was easily advanced. The device was deployed correctly and without issue, the result was a dry groin with no hematoma. The adjacent sheath on the right groin was used to look at left arteriotomy. A pinch above the bifurcation was discovered, a back wall stitch occurred. Although there was still distal flow to the left foot, the artery was ballooned anyway; however, there was no improvement. A non-abbott stent was then placed which appeared to restore the artery to the way it looked prior to procedure. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 2017- improper or incorrect procedure or method- against resistance was added as the prostyle device was removed against resistance. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In certain cases, the foot can surf distally during closure and capture tissue if there is interaction with tissue or calcification, due to the foot placement in the access site, or to a vessel flap. The capture of tissue induced a difficult to remove which was overcome by a use of more force causing a tissue injury. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU), s: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device, therefore, notification is not required. The reported patient effect of tissue injury and minor injury are listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.